Manufacturer narrative:
(B)(4). Batch #: v9586d. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx137c device was returned with no apparent damage. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactivate". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen three time. Upon visual inspection to the device it was found the electrode separated form the lower jaw. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It is possible that the smoke seen during the surgery could have been caused by the sealing of the tissue in contact with fluids. However, due to the condition of the device we were unable to investigate further the smoke issues reported. In addition, no conclusion could be reach on how the electrode got separated. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a laparoscopic sigmoidectomy excess smoke was seen coming out from device during activation of the seal button. This was seen since the first activation, from the start of surgery. Patient was not bleeding excessively nor was the tissue fibrous from radiation. Regardless of excessive smokes produced, sealing and dissection of tissue was as per usual. Subsequent case of enseal x1 remained as per usual function which minimal smoke produce during seal button depressed. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2022. This is an analysis for a set of videos submitted to ethicon endo surgery for evaluation. Video 1 (98ad01648d33): the video provided by the customer shows an enseal device. At the video smoke could be observed when the device was activated on tissue. It is possible that the smoke seen during the surgery could have been caused by the sealing of the tissue in contact with fluids. Video 2 (d44b8d2f6d04): the video provided by the customer shows an enseal device. At the video the device is been used to cut tissue. The device cut the tissue as expected. No conclusion could be reached as to how this issue occurred through video analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.